Event description:
Customer reported that approximately 3-4 weeks prior to calling customer service her adc blood glucose meter turned on with test strip insertion, but did not show that it was ready to take the blood specimen. Customer further reported that due to this she self-administered a glucagon injection. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is a final report. The meter was returned and an investigation has determined the complaint is not confirmed. The meter was disassembled. No contamination or corrosion was observed on the pcb and daughter board. However, did observe blockage of foreign object (hair) in the strip port. Label copy instructs users to avoid getting dirt, dust, blood, control solution, or liquid in the meter test strip and data ports. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.